Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14fr and the aaa procedure was completed. Reportedly, post procedure the left common femoral artery was noted to be occlusive as the suture was tightened around the artery. A balloon was used to re-enlarge the artery and a stent was placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.